Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep eval the sys. Corrections including rebooting the system server and replacing the system's uninterrupted power supply. System was tested to factory's specifications.